Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. System check could not be performed with tandem technical support as the customer changed the infusion set. Reportedly, the customer noticed more frequent occlusion alarms when the infusion set site was placed on the leg. Recommendation was made for the customer to consult with their doctor regarding a different location for the site.